Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call that they were experiencing high blood glucose level. The blood glucose level of customer was 400 mg/dl. It was unknown that customer was using the insulin pump system within 48 hours of reported low blood glucose event. Customer had pain due to surgery in past. Customer was assisted with insulin pump programming. Customer declined to troubleshoot for high blood glucose level. The device will not be returned for analysis.